Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery (cfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr. Reportedly, a suture break occurred during "needle pull". Two additional proglide devices was used for successful suture placement using the preclose technique. The sheath was upsized to 16fr and the aaa procedure was completed. Hemostasis was achieved using the pre-placed sutures from the proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported suture break was confirmed, as an anterior cuff separation, as device analysis observed a detachment of the anterior needle and cuff. The observed anterior cuff separation confirms the suture break as it can appear as a suture break to the user. In addition, analysis found one anterior cuff tab was detached and not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.